Manufacturer narrative:
(B)(4). Manufacturing site evaluation: device received has the pin from the rocker of the lower jaw missing. Visual inspection of the jaw indicated blood soiling and the absent rocker. The seating of the rotation knob was noted to be broken. Mechanical function was tested and the clamping and cutting behavior was according to specification. The instrument was decontaminated and disassembled. Microscopic evaluation of the jaw indicated notching, which is necessary to dix the junction pin into place. Manufacturing documents were reviewed and found to be according to specification valid at the time of production. The root cause of the missing pin can be attributed to a manufacturing deficiency. The pin was not crimped after placement, which allowed it to back out of its intended place. The rotation knob was not mentioned in the reported issue, and is assumed to have been broken during transport. This is an isolated incident; no corrective / preventive action is required.

Manufacturer narrative:
510 (k) # k1110824 / k130596 manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Shortly after surgery began, the surgeon closed the jaw in order to seal and suddenly the lower part of jaw broke off halfway.